Manufacturer narrative:
(B)(4). Additional information received from the reporting facility indicated that the caresite valves are changed every 96 hours, unless the same line is used for blood product administration. Although the duration of use for the caresite valve prior to the leakage events could not be confirmed. The actual devices involved in the reported incident were not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #1: reports leakages form the valve. One instance occurred in the nicu, where the baby did not receive a dose of medication in time. There was no pt injury. Another instance occurred on the oncology unit, where chemo medication (cytarabine) leaked onto the pt and spouse. There was no pt injury. Additional information provided by the reporter indicated that the facility changes the valves every 24 hours only if that same line is used for blood product administration.